Manufacturer narrative:
The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The account indicated the use of a qualified cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. Each lens is subjected to a 100-percentage assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company specific model (2.25cyl), 16.0 diopter (add power +2.2/+3.2) lens was replaced with a non-company, monofocal lens with an unspecified diopter. Additional information was provided that, in the surgeon's opinion, a quality issue with the lens did not cause the reported dysphotopsia. No additional information has been provided at this time. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced poor quality vision. The iol was exchanged for another company lens. Clinical reason for explant mentioned as dysphotopsia. The procedure was completed with no patient harm and the prognosis was good. Additional information has been requested.